Event description:
It was reported the patient had episodes of ventricular tachycardia/fibrillation and received shocks with zero joules delivered. The defibrillator was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): a final functional test confirmed the high voltage delivery failures in all pathway combinations. Further analysis revealed the failure was due to high direct current leakage in the bootstrap capacitor in the high voltage regulator circuit. The excessive leakage resulted in inadequate supply voltage to a controller integrated circuit (ic). Therefore the delivery path of high voltage was disabled.